Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that an unspecified number of syringe plastipak 5ml s/su experienced stopper damage/deformation and misaligned/jammed stoppers. Product defects were noted prior to use. The following information was provided by the initial reporter: stopper crooked, out of place.